Event description:
Information was received indicating that a cadd extension set, line leaked overnight, wet spot in the bed. It was reported the leakage was from the connection, seam, under the filter.

Manufacturer narrative:
Report source foreign: (B)(6).

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A sample was received for evaluation. Sample was received in used conditions, without its original packaging. During leak testing, the sample was tested using a syringe with colored water. During the test, sample a leak were found between the filter and tube. The complaint is confirmed. Root cause was due to lack of solvent by not following the procedure. An awareness notification was made to production personnel in order to explain the importance to adherence and following the procedure.